Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1rcf6, implanted: 2018-08-01 explanted: (B)(6) 2020. Product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a healthcare provider (hcp), who had called to get MRI information, that when the patient's lead was replaced the old lead broke and a portion was still implanted in the patient. The caller indicated that they had x-rays that verified that a portion of the old lead remained implanted. Troubleshooting was not required and the issue was not resolved through troubleshooting. Technical services reviewed MRI information with the caller. There were no symptoms reported.